Event description:
It was reported that the customer was hospitalized for high blood glucose of 509 mg/dl and symptoms of diabetes ketoacidosis. Troubleshooting was performed. It was stated that the customer had the flu couple days ago. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.